Manufacturer narrative:
The previous report contained incorrect coding for "type of investigation". This report contains the correct type of investigation coding of 10; testing of actual/suspected device.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to an oxygen issue was observed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.